Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had an unresponsive up arrow key. The patient's blood glucose at the time of incident was 360 mg/dl. Troubleshooting was initiated for the keypad anomaly. The caller confirmed that the up arrow key did not become unresponsive while an alarm was in progress. The unresponsiveness did not occur during an easy bolus attempt either. The customer changed the battery to a new aa battery but the up arrow key remained unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked keypad connector noted. No button/keypad anomalies noted. The insulin pump failed the leak test. The insulin pump leaked behind the pump at the lower portion of the battery compartment. The insulin pump passed the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Moisture damage was found connector however, no moisture damage was found on the motor, force sensor, keypad assembly, battery tube during visual inspection. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.